Event description:
It was reported that the device was not working. Upon receipt and preliminary evaluation, device as found to have a broken tip causing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.